Event description:
A flexima drainage catheter was initially reported and the correct device was a non-bsc drainage catheter. The site confirmed that there were no bsc devices used during the procedure.

Event description:
(B)(4). It was reported that during a cyst aspiration treatment procedure, a catheter detachment occurred. The cyst was located in the right renal artery. During the cyst aspiration with sclerosing, 85ml of dehydrated alcohol was instilled into the cyst using a flexima drainage catheter. The patient was then positioned in multiple positions over 30 minutes. All of the 85ml of alcohol and catheter were removed and upon removal, it was observed that the catheter was not intact. Fluoroscopy showed that the pigtail portion of the catheter was in the cyst approximately 10cm from the insertion site. The patient was taken to CT to attempt to remove the remainder of the catheter, however, the physician was unable to gain access. At this point, surgery and urology were contacted. The patient was stable and pain free for the duration of the procedure. Post-surgery the patient's status is fine and patient is without pain. The patient was discharged on oral antibiotics for 7 days.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).